Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 40 mg/dl. She treated her blood glucose level with glucose tablets. The basal rate was over correcting. The numbers on the insulin pump's screen sometimes scrolled when entering her carbohydrates. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. No unexpected numbers scrolling during testing. The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was tested with a water fill reservoir. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the unit left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.